Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a small scratch on the optic at the periphery occurred after folding and implantation of the iol. This usually happened because the instruments/aso (assistant surgeon) folded it incorrectly. Additional information has been requested but is not available at the time of this report. There are three medical device reports associated with this file. This report is associated with the 2 of 3 files.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.